Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) consisting of a 5.0 cm cuff, pump and balloon due to incontinence. It was stated that this patient did not see a significant improved in the continence after the sling so they implanted an aus. Should additional information be received, a supplemental report will be filed.